Event description:
Caller states patient tested 2.9 inr on the coaguchek xs system while a comparison lab returned as 4.2 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Manufacturer did not obtain this information. It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Manufacturer did not obtain this information. It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.